Event description:
It was reported that the patient's generator was prophylactically replaced. Historically, the explant facility discards explanted products; therefore, product return is not expected to date. No further relevant information has been received to date.

Event description:
It was reported by the patient's neurologist that the patient experienced an increase in seizures and the patient was referred for vns generator replacement. A nurse at the neurologist office indicated that the patient had only been seen by the provider once and that the physician was unsure of the cause of the increase in seizures. It was reported there were no known external factors contributing. No known relevant surgical intervention has occurred to date. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.